Event description:
The dexcom g7 sensor I was prescribed has continually experienced premature failure between 3-4 days before it completes the 10-day use period. When it begins sending blood sugar they are often seen as no arrow indicating the direction of glucose. Dexcom has replaced at least 6 units in the last three months. All with the same issue. Here were no lab tests problem reported to dexcom at 5:17 pm cst. Patient code: 4582. Device codes: 2588, 1506. Reference reports: mw5176044, mw5176045, mw5176047, mw5176048, mw5176049.